Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported that on (B)(6) 2020, a reading of 196 mg/dl was received on their sensor and experienced symptoms of seizure and a loss of consciousness. The customer was unable to self-treat and was treated with sugar by a third-party. The customer had contact with a healthcare provider who obtained a blood glucose reading of 24 mg/dl and diagnosed the customer with hypoglycemia but no additional treatment was rendered. There was no report of death or permanent injury associated with this event.